Manufacturer narrative:
A re-review of the complaint was done on (B)(6) 2015. It was determined that the intraoperative x-rays were actually unintended. Rationale updated to include the adverse event and required intervention. Subject device has been received; no conclusions could be drawn as the device (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was not implanted or explanted during the surgical procedure on (B)(6) 2015. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads of a 4.0mm cannulated screw stripped while being inserted into the epicondyle during a surgical procedure on (B)(6) 2015. X-ray images were taken and fragments retrieved. An alternate screw was available to complete the procedure. No time delay noted. This report is for one (1) unknown 4.0mm cannulated screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. It was reported that on a surgery date (B)(6) 2015, the threads came off a 4.0mm cannulated screw as it was being implanted in the epicondyle. There was no delay. X-rays were taken. Fragments were retrieved and another screw was available to complete the surgery successfully. The subject device was received and the complaint confirmed as the screw broke and only a portion of a stainless steel 4.0mm cannulated screw was returned for evaluation. The screw head with non-threaded shaft up to the first thread is the only part of the screw returned. No lot# or part# exists on the returned screw portion, therefore the exact screw part # could not be identified as the entire length of the screw could not be determined based on the complaint and returned screw portion. Therefore, the screw family (all lengths of 4.0mm cannulated screw with short thread) will be considered during this evaluation for broke during insertion conditions. The returned screw is used in the 4.0 mm cannulated screw system per technique guide. The associated drawing was reviewed during this evaluation. The returned screw was made from (B)(4) which is appropriate material for a cannulated implantable screw. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition the most likely cause for this complaint was not pre-drilling when encountering excessively hard bone leading to the screw breaking. A root cause, however, cannot be determined based on limited complaint information and only a portion of the screw being returned for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.